Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. The complaint device is expected for return to synthes for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event (B)(6) as follows: it was reported that during a spinal arthordesis procedure the t-pal spacer applicator could not be detached from the cage which was already inserted inside the patient. It was reported by the surgeon that all the steps were performed as described on the device surgical sheet. The applicator instrument was deliberately broken off to allow for the release of the cage. This event resulted in a 30 minute surgical delay. There was no report of patient harm and the surgery was completed without further complications. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Product investigation evaluation: the received part shows normal wear and tear in general. On the proximal side, where the forc is located, marks of cutting instruments are visible. One side of the forc was cut off and returned in two (2) separate pieces. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided clinical information alone, and without all involved parts received, the exact root cause cannot be determined. It is most likely that excessive stress was used during the removal procedure. In turn, this stress could have caused damage which finally led to the broken instrument. The complaint could not be fully investigated since only one part of the involved devices was received. The received part appears as described in the complaint. The implant jammed on the inner shaft and had to be removed. The cause of the jamming cannot be definitively determined. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 30, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.